Event description:
A customer contacted beckman coulter inc (bec) stating that the unicel dxc 600 pro synchron chemistry analyzer erroneously generated one (1) low creatinine (cr-s) patient result that was not reported out of the laboratory. The customer also indicated that the instrument had been generating "chemistry cartridge (cc) cuvette not dry" errors due to the reagent probe b leaking. There was no adverse effect to patient or change to treatment or diagnosis. No injury was reported due to the exposure.

Manufacturer narrative:
Per customer supplied data, qc synchron level 3 and biorad urine controls were running low. No calibration issues were noted. A bec field service engineer (fse) was dispatched on (B)(6) 2012 and found that the reagent probe b was leaking due to a defective collar wash valve. The fse replaced the wash valve which corrected the issue.